Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an duracon medium baseplate. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has not been made available as per hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient was revised for knee pain and instability. Duracon baseplate was fractured medially. Surgeon revised baseplate and insert.